Event description:
Dealer states that when the customer used the egg switch to elevate her wheelchair, her hands were stuck and bruised underneath the desk and she could not get her wheelchair to go down. It is unknown at this time if any medical intervention was sought.